Manufacturer narrative:
Patient code: labeled. Device code: unlabeled. Complaints of this nature are being investigated under iaca (B)(4).

Event description:
The facility stated that they received the aq2003v silicone lens defective.